Event description:
Option elite ivcf found to be multiply fractured, one leg loosely trapped in filter, computed tomography evidence of recent migration, at least 4 other fractures. Filter and fragment removed with forceps, one leg retained, procedure complications resulted in hospitalization.